Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient's parent reported that the patient passed away while wearing the pod on (B)(6) 2026. No further information was reported. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information has been solicited, and a supplementary report will be filed if received.